Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. This complaint can't be confirmed and a root cause could not be determined as a result of no samples returned.

Event description:
It was reported that when the nurse was administering growth hormone with a pen ndl 32ga 4mm 14, she stuck herself when replacing the pen needle. Blood test was performed at the hospital. The blood test result is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the nurse was administering growth hormone with a pen ndl 32ga 4mm 14, she stuck herself when replacing the pen needle. Blood test was performed at the hospital. The blood test result is unknown.